Manufacturer narrative:
As of today, this product has not been returned. No further information is available at this time.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead had previously had perfect position for pacing; however, it was believed that the lead had moved as the patient was getting diaphragmatic stimulation. The patient received a new lv lead. No further complications were reported.